Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/22/16 with the following findings: black box not verified the pump time, date reset to default after por. Time, date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery was leaking. Battery compartment cracked below and above grip pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a leaking internal battery. This report is made based on the results of an investigation completed on 9/22/16.